Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear and sliding pin were replaced, and the ratchet assembly was lubricated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was not ratcheting during surgery. The device has been used more so like a wrench. No additional graft taken. There was delay of 30 minutes that occurred and additional general anesthetic time was increased as a result. No harm to patient. When attempting to mesh the partial thickness skin grafts it was discovered that the ratchet doesn't ratchet. It was still functional when used more like a wrench and is not ideal or ergonomic. No adverse events were reported as a result of this malfunction.